Event description:
It was reported that cgm displayed malfunction message identified by error 42 while sensor was in use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, and confirmed that malfunction message did not appear again after reset.